Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced an event of occlusion alarm on 24-oct-2024. Patient reported that the occlusion was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.